Event description:
A facility reported a possible allergic dialyzer reaction. The pt was administered one intravenous dose of diphenhydramine for itching at the start of the dialysis treatment. The pt continued to report itching after the medication. The pt completed treatment without further incident and was discharged to home when complete. There is no sample. The pt now continues dialysis with a different manufactured brand of dialyzer.

Manufacturer narrative:
(B)(4).